Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore cracked. The following information was provided by the initial reporter: "there are cracks in the needle-free connector and frame it with black wire."

Manufacturer narrative:
H6: investigation summary a complaint of a cracked component was received from the customer. A photo was provided where the set could be seen, however it was hard to tell if there were cracks in the set. As no physical sample or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history record review could not be performed on model 385102 because a lot number was not provided by the customer.

Event description:
It was reported that bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore cracked. The following information was provided by the initial reporter: "there are cracks in the needle-free connector and frame it with black wire".

Event description:
It was reported that bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore cracked. The following information was provided by the initial reporter: "there are cracks in the needle-free connector and frame it with black wire".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-28. H6: investigation summary our quality engineer inspected the 4 photos and 1 sample submitted for evaluation. The reported issue was confirmed upon inspection of the sample and photos. A joint investigation was performed by two bd manufacturing facilities and no exact manufacturing root cause was determined. Two possible root causes were identified to be potential flaws in the raw material of the product and possible misuse. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A device history record review was not performed since no lot or batch number was supplied for the investigation.